Event description:
It was reported that while unpacking for an unspecified endoscopic procedure the cord pin detached. A rotatable snare oval 20mm had been selected. While unpacking the snare, it was noticed that "a pin for a cord had already been come off". There was no patient contact. The procedure was completed with another of the same device. There was no patient complications reported with the patient's current condition listed as "good".